Event description:
It was reported that the patient underwent a spinal fusion surgery on the lumbar region of his spine from l5-s1 using rhbmp-2/acs. Reportedly, the patient's post-operative period was marked by ectopic bone growth emerging from the implant site that causes severe radiating pain and numbness in his legs. The patient underwent surgery on (B)(6) 2012 to implant a spinal cord stimulator. Reportedly, the patient continues to experience severe and unrelenting pain that radiates into his lower extremities. He has developed numbness and burning down through his legs.

Manufacturer narrative:
Additional information: image review (B)(6) 2009 lumbar CT axial views show an l5/s1 fusion construct consisting of pedicle screws and rods. Interbody support is provided by femoral ring allograft placed from anterior. No evidence of bridging fusion bone is detected. No residual stenosis is seen at any level. Study extends to the thoracolumbar junction. Small metallic density fragments are apparent anterior and slightly to the left of midline, above the level of the inferior endplate of l5 and below the level of the s1 screw tips. The etiology of this fragment is unknown.

Event description:
It was reported that on (B)(6) 2008, patient presented for pre-surgical evaluation. Patient underwent x-ray of chest. Impression: slightly low lung volumes. Lungs otherwise clear, heart size normal and bones intact. On (B)(6) 2009: patient presented for pre-surgery evaluation. Patient reported low back pain radiating into his lower extremities. Patient underwent x-ray of chest. Impression: lungs clear, heart size normal and bones intact. On (B)(6) 2009 the patient underwent x-ray of hip 2 views. On (B)(6) 2011 the patient presented for e/r visit. On (B)(6) 2012 the patient presented for e/r visit. On (B)(6) 2013 the patient underwent x-ray chest 1view. On (B)(6) 2014:the patient underwent x-ray of chest 1 view. On (B)(6) 2014: patient underwent CT abdomen and pelvis without contrast. Impression: small bowel obstruction with transtition at the level of the distal jejunum. The patient underwent x-ray of chest 1 view. Impression: no acute pulmonary or intra-abdominal process identified. On (B)(6) 2014 patient underwent cr obstruction ser w/pa chest. Pa chest and three views abdomen. Lungs clear. Normal heart size. No evidence of bowel obstruction. No free intraperitoneal air. No suspicious calcifications. Osseous structures intact. Lumbosacral posterior fixation hardware. Impression: no acute pulmonary or intra-abdominal process identified. On (B)(6) 2013: the patient presented for an office visit (B)(6) 2013: the patient presented for an office visit. On (B)(6) 2014: the patient presented with constant ache/pulling, followed by radicular pain. On (B)(6) 2015: the patient presented for an office visit.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on, (B)(6) 2012, the patient underwent percutaneous implantation of neurostimulator electrodes;epidural /2 leads. On (B)(6) 2012 , the patient presented for office visit. On (B)(6) 2013, the patient presented for an office visit. On (B)(6) 2014 the patient was presented for office visit. Impressions: failed back syndrome, chronic pain syndrome. On (B)(6) 2014 and (B)(6) 2015, the patient was presented for office visit with bilateral back and leg pain. Assessments: lumbar spondylosis, chronic pain in lower back. On (B)(6) 2014 the patient underwent x-rays of the elbow due to elbow pain. Normal examinations.

Event description:
It was reported that on (B)(6) 2015: patient presented for psychological evaluation.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient was diagnosed with lumbar strain and contusion. On (B)(6) 2006: the patient underwent depo injection. On (B)(6) 2006, (B)(6) 2007: patient presented with bilateral low back pain, bilateral leg pain and left groin pain for 2 months. Emg revealed sub-acute l5 radiculopathy. On (B)(6) 2006: patient underwent MRI of the lumbar spine which reveal disc desiccation with broad based central to right paramedian herniated nucleus pulposus l5-s1, effacing anterior thecal sac. Patient presented with low back pain radiating into the groin and lower extremities. On (B)(6) 2007: the patient underwent first epidural injection. On (B)(6) 2007: patient presented with low back pain, herniated pulposus l5-s1 with radiculopathy and discogenic disease. On (B)(6) 2007: patient presented with severe back pain, bilateral leg pain, posterolateral thigh, posterolateral calf into the bottom. Ap, lateral flexion- extension revealed a mild retrolisthesis of 3-4 mm at the level which does not correct. On (B)(6) 2007: patient underwent CT lumbar which revealed diffuse posterior annular grade 5 tearing and herniated nucleus pulposus l5-s1. On (B)(6) 2007: patient underwent CT scan of lumbar spine. Conclusion: there is diffuse posterior annular tearing with central disc herniation impinging upon the thecal sac and nerve roots at l5-s1 consistent with grade 5 tear. On (B)(6) 2008: the patient presented for an office visit. He was recommended disc replacement. On (B)(6) 2008: patient presented for follow up. Patient presented with severe pain, symptomatic degenerative disk disease l5-s1. On (B)(6) 2008: patient presented with lower back pain radiating into the lower extremities. Impression: l5-s1 desiccation with annular bulging and broad based disc herniation. Remaining intervertebral disc spaces are unremarkable. On (B)(6) 2008: patient presented with back pain, possible osteoporosis. Impression: patient is osteopenic. Lifetime risk of hip fracture, based on dxa of the total hip, is increased. T-score of femoral neck is -0.4, total hip is+1.0, lumbar spine -1.5. On (B)(6) 2008: patient underwent x-ray of the spine. Impression: loss of normal cervical spine curvature. On (B)(6) 2009: patient presented with preoperative diagnosis: severe degenerative disk disease l5-s1. Procedure: anterior lumbar interbody fusion l5-s1 with allograft bone graft and rh-bmp2/acs type 2. Per op notes: appropriate sized femoral ring allograft was selected. It was filled with rh-bmp2/acs type 2. It was then shaped to appropriate width, height and depth following measuring the prepared and distracted interspace. The graft was inserted with a tamp and a countersunk a few mm. Patient underwent x-ray of the lumbar spine. Impression: the last lumbarized vertebral body is counted as l5. Localizer within the l5-s1 intervertebral disc. Insertion of intervertebral bone plug at l5-s1. Patient was presented with s/p anterior interbody fusion in need of a posterior stabilization procedure. Patient underwent precautious placement of pedicular fixation l5-s1. Per op notes: posterior elements were decorticated in preparation to receive bone grafting material consisting of demineralized rh-bmp2/acs used from the anterior procedure was laid in the decorticated facets at the l5-s1 level. Screws were placed bilaterally. Next a rod was secured to the screws with the appropriate locking cap and final tightening was performed. X-ray reveals hardware to be in standard postoperative position, lumbar spine maintains anatomic alignment. On (B)(6) 2009: patient underwent CT of the neck. Impression: consistent with benign lipoma at the area of palpable abnormality in the posterior aspect of the lower neck extending from midline to the left. On (B)(6) 2009: patient presented for follow up. Patient presented with significant pain and numbness in lower back and buttocks, pain in left lower limb and anterior thigh and anterior leg. Ap lateral x-rays were ordered which reveal excellent alignment of fusion. On (B)(6) 2009: patient presented for follow up. On (B)(6) 2009, (B)(6) 2010: patient presented for follow up. Patient presented with left lower extremity pain. Ap lateral x-rays were o rdered which reveal excellent alignment of fusion. On (B)(6) 2009: the patient underwent epidural injection. On (B)(6) 2011: patient underwent MRI of the lumbar spine. Impression: no disc herniation or central spinal stenosis. Good position and alignment of the l5-s1 fusion. On (B)(6) 2011: patient presented for follow up. Patient presented with back pain more towards his coccyx, pain in left leg, anterolateral thigh, pain in the lower extremity radiating to right testicle. On (B)(6) 2012: the patient underwent trial insertion of spinal cord stimulator. On (B)(6) 2012: patient underwent MRI of thoracic spine w/o contrast. Impression: mild degenerative discogenic and spondylitic changes. T8-9: small right paracentral/ lateral disk protrusion with annular tear results in mild right lateral recess encroachment and mild right sided canal stenosis. Small right paracentral protrusion at t3-4, tiny posterior protrusion at t4-5 and tiny right lateral disk protrusion at t9-10. No significant canal stenosis at these levels. Patient underwent x-ray of the lumbar spine. Impression: satisfactory range of motion. Pedicle screws are present at l5-s1. No acute osseous pathology is demonstrated. On (B)(6) 2012: patient presented with postlaminectomy syndrome and leg pain. Patient underwent thoracic laminotomy for insertion of a thoracic spinal cord stimulator electrode lead. Right buttock incision for insertion of a neural pulse generator. Intraoperative complex programming and testing of the device. Intraoperative fluoroscopy for placement of electrodes. Patient underwent x-ray of the lumbar spine. Impression: spinal cord stimulator device with electrode overlying the t8-t9. On (B)(6) 2012: patient presented with pain in the right testicle when spinal cord stimulator is turned on. Erectile dysfunction. On (B)(6) 2013: patient presented for follow up. Patient resented with chronic back pain radiating into the bilateral thighs. On (B)(6) 2013: patient presented for follow up. Patient resented with improved leg pain but worsening right testicular pain as a result of low back injury. Ap lateral x-rays were ordered which reveal excellent alignment of fusion. On (B)(6) 2013: patient presented with chief complaint of chronic lower back pain and bilateral lower extremity pain, lumbar degenerative disc disease with radiculitis. Patient is status post spinal cord stimulator placement. On (B)(6) 2013: patient presented for follow up. On (B)(6) 2014: patient x-ray of the lumbar spine. Impression: pedicle screw posterior fixation at l4-5 and a healed allografted anteriorly at this level. There is a battery pack and epidural electrode wires extending into the thoracic region. Intrathecal electrodes overlying the t8 and t9 vertebral bodies. Vertebrals bodies height are maintained. On (B)(6) 2014: patient presented with failure of spinal cord stimulator device. Post laminectomy syndrome. Procedure: thoracic laminectomy for removal of thoracic spinal cord stimulator. Electrode. Left buttock incision for removal of neural pulse generator. X ray reveals anatomic alignment with preserved vertebral body heights and disc space. On (B)(6) 2014: patient underwent CT abdomen and pelvis without contrast. Impression: small bowel obstruction with transition at the level of the distal jejunum. On (B)(6) 2014: patient presented for follow up. Patient resented with chronic back pain radiating into the bilateral thighs. Impression: decreasing pain in the testicles. Since the rh-bmp2/acs surgery, the patient suffers with the following injuries: gastrointestinal problems; nerve injury; pain radiating to the legs; erectile dysfunction; significant pain; pain radiating to the right testicle; burning sensation in left leg from knee to toes; bone overgrowth; non-union bone healing; retrograde ejaculation. He also has the following symptoms: nerve injury; pain down both legs more significant in left leg; radiating pain that is a shooting, aching, burning and at times stabbing pain; periods of weakness in left leg which causes it to go numb and the patient has fallen twice breaking 3 of his left ribs and hurting his right shoulder; significant back pain: constant dull ache in lower back with periods of either throbbing or stabbing pain; testicle pain: a shooting, squeezing type of pain with an inward pulling; erectile dysfunction and generally cannot have sexual intercourse due to pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that thirteen days post-op the patient underwent a CT lumbar spine without contrast due to pain rad down lle p lumbar surg. Impression: postsurgical changes status post anterior and posterior fixation from l5 to s1 are noted with an intervertebral bone plug. A focus of air and infiltration of the prevertebral soft tissues is noted at this level, presumably postoperative in nature. There is mild infiltration of the posterior subcutaneous soft tissues. The l5 screws are trans pedicle. The left l5 screw is well-seated in the vertebral body. The right l5 screw is well seated within the vertebral body; the screw abuts the lateral aspect of the vertebral body. The paired screws at s1 are well-seated. Two hyper dense foci, presumably clips, are noted in the anterior surgical bed. One is seen anterior to the inferior aspect of the l5 vertebral body and the second is seen anterior to the superior aspect of s1. These are not clearly present on the intra-operative localizer radiograph, but are present on the post-operative radiographs. There is no evidence of trans pedicle screw fracture. Streak artifact from intervertebral bone plug limits evaluation of the l5-s1 level. There is mild straightening of the normal lumbar lordosis. No subluxation. Vertebral body heights are maintained. No fracture is seen. There are mild degenerative changes in the lumbar spine. Mild disc bulging is noted at l2-l3 and l4-l5. Evaluation at l5 -s1 is limited secondary to streak artifact. There is the appearance of increased density posterior to the bone plug at l5-s1 extending into the ventral epidural space but this is difficult to evaluate due to the artifact. This could be related to blood products, disc material, or simply artifact.